Event description:
It was reported that during an anterior cruciate ligament surgery with quad the tape strip tore intraoperative at the beginning of the procedure. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588rtt acl fibertag® tightrope® implant was received for investigation. Visual evaluation of the device noted that the suture system was still assembled on the suture card. It was further noted that the tape tag section was damaged and starting to fray and tear. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during graft preparation. Refer to investigation photos.